Event description:
It was reported that during surgery, the tip of the device inserter fractured during use, and a fragment of the inserter remained in the patient's body. It was further reported that there is no plan to remove the retained fragment at the moment. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in japan. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.